Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. Calcification: observed. Other-technical: observed particles on device. As per the investigation procedure, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b6, d6a, d9, h3, h4

Event description:
Patient reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported left side deflation. The device has been explanted and replaced.